Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was cracked. The customer's wife reported that since the device had been cracked, its communication with the transmitter had been affected. Blood glucose level at the time of the incident was 46 mg/dl. The insulin pump was not replaced or returned for analysis.